Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had vibrate anomaly. Customer's blood glucose value was unknown. Customer stated that the pump was ringing instead of vibrating. Customer always has the pump on vibration mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The insulin pump was monitored and no audio/beep anomaly noted during testing.